Event description:
It was reported that the patient experienced hemoptysis during a sensor implantation procedure. There was difficulty gaining access to the pa and finding a suitable target vessel. The patient started coughing once the vessel was identified which continued during the implantation process. The sensor was placed without issue. After placement, the patient spit out blood onto a cloth. The implanting team completed all measurements and quickly completed the procedure. The patient's condition improved after they received an inhalant. The patient was stable and trained on how to use the pes. The patient was able to take measurements the next day. According to the hcp, no damage was expected. The doctor stated that the hemoptysis was a risk of the rhc procedure and not caused by a cardiomems device. The hcp was able to identify the time the issue happened. The wire that was used for probing and caused the injury was a boston v18 wire, 300cm long. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).